Event description:
This css console was not on a patient. Customer reported that the css console has an intermittent air leak from the primary air tank. This alleged failure mode poses a low risk to a patient, because it does not negate the ability of the css console to perform its life-sustaining functions, and redundant system performance was not affected. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.